Event description:
It was reported that a user on humalog experienced repeated ¿unable to proceed¿ alerts during cartridge loading, performed a successful dry run to 120 units, then successfully completed loading after replacing the cartridge and connector; later the user had persistent hyperglycemia, performed a fill tubing while disconnected, and flow was established after approximately 13 units, after which glucose values began trending down. Symptoms included hyperglycemia with moderate ketones and headache. Outcomes included home management with education, device disconnection for troubleshooting, fluid intake, activity, and subsequent symptom improvement without hospitalization. Investigation included telephone-based troubleshooting and education, review of use steps, supply replacement, dry run verification, and fill tubing to assess flow. Investigation of this case revealed loading and flow interruption consistent with occlusion or air entrapment in the infusion pathway, which resolved after supply changes and purge, suggesting a transient delivery blockage related to infusion set or cartridge-connector interface. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction leading to transient flow interruption due to air or partial occlusion in the infusion pathway resolved via troubleshooting and user continued to use the ilet.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.